Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device(vad) driveline cable experienced driveline sheath damage, with the outer sheath completely detached at the end of the strain relief in a previously repaired area, and the silicone tape from the prior driveline repair was found to be torn with the silicon lumen intact. The patient reported no alarms or issues. Servicing was required, but the pump was not stopped and no prophylactic treatment was needed. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous sheath repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.